Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery (lad). An 15mm x 2.50mm nc quantum apex¿ balloon catheter was advanced to pre-dilate the target lesion. During the first inflation, the balloon ruptured at nominal pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).